Event description:
It was reported that a clinician observed air-in-line alarms with no visible air in the IV tubing. This was reported to bd representatives during site visit and reviewed IV set loading with clinician and best practices for reducing air-in-line alarms. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.